Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon marker was misaligned. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was used for endovascular thrombectomy. During the procedure, it was noted that the balloon marker was misaligned. The procedure was completed with the same device. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. A visual examination found no issues or damage to the balloon, blades, or tip of the returned device. The balloon had been inflated. To facilitate an examination of the markerbands, the balloon material was removed from the device. A visual examination found the markerbands to be fully crimped on to the shaft of the device. The inner shaft of the device was stretched which made the markerbands appear like they had displaced. No issues were found with the markerbands. A visual examination identified that the inner guidewire lumen of the shaft was stretched between the distal and proximal balloon bonds. No other issues were identified with the shaft of the device. A visual and tactile examination identified multiple hypotube kinks.

Event description:
It was reported that the balloon marker was misaligned. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was used for endovascular thrombectomy. During the procedure, it was noted that the balloon marker was misaligned. The procedure was completed with the same device. There were no patient complications reported.